Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the procedure to place the stent , the user attempted to withdraw the inner cannula through the sheath. The locking mechanism then malfunctioned causing the wheel to turn without opening the valve. The wheel could be turned 360 degrees without stopping. The procedure was completed with another device without issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.